Event description:
It was reported that the patient had neck pain over time. Marked osteolysis around one of the two m6 implants. Additional information received stated there was going to be a revision surgery on this patient (B)(6) 2024 but the surgery was cancelled. It was reported that it most likely would not take place for at least a year. The rep sent images in the email and they were reviewed by our medical advisor.

Manufacturer narrative:
Product remains implanted in the patient. No revision surgery has been scheduled at this time. It was reported that a patient had developed neck pain over time. Marked osteolysis around one of the 2 m6-cs was observed by the doctor. Radiographic images were provided for review. The post-op x-ray images are of poor quality but show the cervical spine with disc replacements at c4/5 and c5/6 with a fusion cage at c6/7. The disc replacements appear appropriately placed and sized. The pre-revision images show the cervical spine with the disc replacements at c4/5 and c5/6 and a fusion at c6/7. There is evidence of bony cystic erosions at the c5/6 level superiorly. There is no evidence of significant bony changes at the c4/5 level. The fusion appears intact. The m6-c artificial cervical disc is indicated for reconstruction of the disc following single level discectomy in skeletally mature patients with intractable degenerative cervical radiculopathy with or without spinal cord compression at one level from c3 - c7. The revision surgery was cancelled and most likely will not take place for at least a year. Should additional information be provided, or the device returned for investigation after explant, the pe will be re-opened and amended. Rmf 0003 rev 38 line 12.73.5. - resorption or osteolysis, without infection/infected abscess/infected cyst, not leading to surgical intervention. Rmf 0003 rev 38 line 15 - failure to relieve symptoms including unresolved pain.

Event description:
It was reported that the patient had neck pain over times. Marked osteolysis around one of the two m6 implants.

Manufacturer narrative:
Produt remains implanted in the patient. No revision surgery has been scheduled at this time. Rmf 0003 rev 38 line 12.73.5. - resorption or osteolysis, without infection/infected abscess/infected cyst, not leading to surgical intervention. Rmf 0003 rev 38 line 15 - failure to relieve symptoms including unresolved pain.